Manufacturer narrative:
The insulin pump was received with all of the buttons functioning properly. No scrolling numbers noted on the display. However moisture damage was noted on keypad traces. The insulin pump has cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners noted during visual inspection.

Event description:
The customer reported that the insulin pump buttons were unresponsive. Customer stated that the up and down buttons kept scrolling without his input. Troubleshooting was done. Customer's blood glucose was 220 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).